Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.